Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Dexcom was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom has requested further information from the patient¿s personal injury lawyer.

Event description:
Claimant¿s attorney reported to dexcom that the patient¿s receiver/display device allegedly failed to alert her to dangerous low glucose levels from the g6 system. It was alleged that the patient suffered serious injuries including but not limited to hypoglycemia, fainting, suffering compression fractures to her cervical and thoracic spine requiring emergency hospital care for treatment of her injuries. Data evaluation showed that after starting a new sensor session the patient¿s glucose value displayed 401 mg/dl, however since the high glucose alerts had previously been disabled, no alert sounded. The data also indicates that when the estimated glucose values (egvs) subsequently began to fall rapidly the patient received a fall rate alert followed by several urgent low soon alerts followed by urgent low alerts, all starting out with vibrate then escalating to 50 percent audio volume then 100 percent audio volume. The patient wore the sensor for 24 hours and the sensor session ended on (B)(6) 2021 at 10:16 pm when a sensor failure occurred. The reported issue, that the patient¿s receiver/display device failed to alert her to dangerous low glucose levels from the g6 system, was not confirmed. The alleged issue was not confirmed. Dexcom¿s legal counsel requested additional information from claimant¿s attorney and no further information was provided.